Event description:
It was reported that implanted plates and screws were removed because of non-union. The surgeon performed total knee arthroplasty. Reported clinical findings include delayed healing. The patient outcome was good, there was no delay and the procedure was completed successfully. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
Additional product codes: hrs and hwc. Exact date unknown; reported as approximately 9 month prior to (B)(6) 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.